Manufacturer narrative:
The bd veritor system for rapid detection of flu a+b is a rapid chromatographic immunoassay for the direct and qualitative detection and differentiation of influenza a and b viral nucleoprotein antigens. Nasal and nasopharyngeal swabs of symptomatic patients are tested as an aid in the diagnosis of influenza a and b viral infections. The copan minitip flocked swabs are provided as a component of the veritor flu a+b kits, and are intended to be used for nasopharyngeal or nasal specimen collection. The manufacturing batch history record was examined and showed no discrepant issues related to breakage as observed in the customer complaint. Bd quality performed additional testing of the minitip flocked swabs from retention kits of the same lot and could not replicate the swab tip breakage when used as intended. Quality was unable to confirm the customer complaint and will continue to track and trend. (B)(4). Device returned to manufacturer and evaluated.

Event description:
A swab broke during the specimen collection process for a nasal swab specimen from a (B)(6) patient. Approximately 55 mm of the plastic swab shaft and swab tip broke off from the end of the swab. An endoscope was used to examine the paranasal cavity to look for the broken portion of the swab, but was not found. It was later confirmed that the patient ingested the swab as it was found in stool from the patient after the incident.